Manufacturer narrative:
Zoll has received the zoll platform in complaint for investigation. A supplemental report will be filed when the investigation has been completed.

Event description:
During device check, the autopulse platform (B)(4) displayed a user advisory (ua) 45 (driveshaft not at "home" position after power-on/restart) error message. User was unable to move the driveshaft back to the home position. There was no patient involvement.

Manufacturer narrative:
The customer reported issue of the autopulse exhibited user advisory (ua) 45 (not at "home" position after power-on/restart) error message was not confirmed during the archive review and was not confirmed during the initial functional testing. Following service including clutch plate deburring, the platform passed all final testing criteria. Visual inspection was performed and found no physical damage to the autopulse platform. Additionally, the encoder drive shaft was noticed to be not rotating smoothly, exhibits binding and resistance. However, it is unrelated to the reported complaint. Functional testing was performed; the autopulse platform passed functional tests without exhibiting any fault or error (ua) 45, indicating that the user was able to clear the error message. Note that user advisory error messages are designed into the platform when one of several conditions is detected. The error message observed in the archive is easily clearable by user. For example, a ua 45 error message alerts the operator that the autopulse driveshaft is not at its home position when the platform was powered on. This user advisory will persist until the driveshaft is returned to its home position. Per the autopulse user guide instruction, to clear ua 45 error message, the operator needs to pull up the lifeband until the chest bands are fully extended. This action will move the driveshaft to its home position. Review of the archive data show no (ua) 45 error messages occurred on the reported event date of (B)(6) 2018. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaints reported for autopulse platform sn (B)(4).